Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd effluent. The cause of the event was unknown. One day after onset of symptoms, the patient was hospitalized and diagnosed with peritonitis. On the same day as hospitalization, the patient began treatment with injection vancomycin (2 grams, intraperitoneally every 4th day, duration not reported) and injection gentamicin (20mg, intraperitoneally once a day) for the peritonitis. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. No additional information is available.